Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant. The lead was handed to physician at the table by scrub technician and the physician noticed a "kink" or possible fracture on the lead. A new lead was then implanted. This lead was never in service. No adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was a case of an attempted implant. The lead was handed to physician at the table by scrub technician and the physician noticed a "kink" or possible fracture on the lead. A new lead was then implanted. This lead was never in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance indicating conductors were intact. A stylet insertion test was unsuccessful due to blockage encountered approximately 29 cm from the terminal end. Visual inspection revealed a kinked coils approximately 29 cm, likely due to handling damage.